Event description:
It was reported that the device had reached battery depletion prematurely. There was no history of therapy delivery from device and the customer questioned why the battery has depleted so suddenly. It was noted the save to disk analysis revealed this device exhibited high current. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Hybrid analysis determined that the depleted battery was due to high current drain in the hybrid. There was evidence that the high current drain was due to an anomaly on the bpflt supply. However, after the transformer was removed from the hybrid using heat, the high current drain was no longer present. The device was fully functional with nominal current drain; the failed condition could not be reestablished. Physical analysis of the radio frequency (rf) module did not show evidence of a conductive anodic filament (caf) in the areas examined using both optical and pvc-sem inspection techniques. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared.